Event description:
Mom stated that she got sick with the flu back in feb. And then wasn¿t getting better or had g-tube complications. They went to local ER and they took her to children¿s ER who admitted her with some sort of g-tube or stomach complications. They said her stomach wasn¿t moving. March 5th in children¿s ER, admitted for a period of time. Mom couldn¿t tell me how long. Then children¿s said she was fine and sent her home. Mom said that her stomach is swelling again as of yesterday and they probably need to get her seen at a doctor soon.